Manufacturer narrative:
The device was returned for analysis. The catheter shaft was inspected for damage. It was noticed that the tip was fractured, but not totally separated from the device. The tip was still attached by the inner coil of the device. A total separation was not confirmed; however, a fracture was confirmed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the tip broke. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During procedure, it was noticed that resistance was met when pulling out the catheter from the wire. When the fathom wire was eventually removed, it was further noted that the tip was only connected by a string and was hanging off. The procedure was completed with another fathom device. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.   (B)(4).

Event description:
It was reported that the tip broke. A renegade¿ hi-flo¿ fathom¿ system was selected for use. During procedure, it was noticed that resistance was met when pulling out the catheter from the wire. When the fathom wire was eventually removed, it was further noted that the tip was only connected by a string and was hanging off. The procedure was completed with another fathom device. No patient complications were reported.